Event description:
A (B)(4) distributor contacted zoll customer support to report that a patient's monitor was not powering up. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (will not power up) was confirmed. Upon investigation the monitor was unable to power up. The cause for the power-up failure was isolated to an intermittent bga connection on ram chips u100 and u101 on the monitor c/a board. The root cause for the intermittent bga connections could not be positively identified, but the fractured bga connections likely resulted from excessive stress on the monitor c/a board. No adverse event resulted from the defective monitor. The patient received a replacement monitor.